Event description:
Customer reported that a false negative result with obtained with a proficiency sample (ab13-2-2) containing with anti-e. Customer also failed the compatibility testing of the same listed sample (ab13-2-2) as a result of the negative antibody screen. Compatibility testing only performed by immediate spin and "compatible" was reported. Customer reports the descried proficiency was from the (B)(4) state lab and the testing was performed on (B)(6) 2013. 5 proficiency samples were received and tested for the antibody screen test. 3 samples were correctly reported as no antibody detected, one correctly reported as detected (anti-s) and the sample ID ab13-2-2 was incorrectly reported as "not detected" negative. Results from the (B)(4) state lab indicated their results of "not detected" for sample ab13-2-2 was incorrect due to the sample containing anti-e. Customer reports that on the date of testing the samples, including ab13-2-2 was tested multiple times and consistently yielded negative results. Customer indicates that they were the only failing facility to the listed proficiency test; 1 out of 80 customer does not perform panel studies at their facility. Customer confirmed all quality control for the listed ocd products were all acceptable on that day of testing and the entire use of those lots. All listed ocd products were confirmed to have normal appearance and has been stored according to the package insert indications. Customer indicates their confidence that the reported concern of the false negative was sample related and no a failure of the listed ocd reagents. No additional sample was send to the site from the wisconsin state lab nor does the wisconsin state lab want the sample in question back for additional testing.

Manufacturer narrative:
Ocd performed a batch record review and a complaint by lot review. Satisfactory results were observed. (B)(4). Product was expired prior to receipt of the complaint.